Event description:
The following was reported: "stapler did not sound like it fired properly. It was very difficult to check the rings as the crank would not turn. Final analysis, the anastomosis was complete. Stapler very difficult to remove."

Manufacturer narrative:
The report is submitted on behalf of the MFR (novogi ltd) and the importer ((B)(4)), as novogi ltd serves as the designated complaints handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was not returned yet for evaluation and no further info is currently available, therefore no conclusions could be made regarding the reported difficulty in device operation (which had no clinical implications). Device return is anticipated and a supplement follow up report will be sent to FDA in case that add'l info becomes available following device evaluation.